Event description:
It was reported that during a remote follow-up, the right ventricular (rv) lead exhibited low defibrillation impedance. On (B)(6) 2026, the physician elected to cap the rv lead and replace it with a new one. The patient¿s condition remained stable.

Manufacturer narrative:
Correction: e1, initial reporter should have been (B)(6).

Event description:
New information received indicates that a fracture was noted on the right ventricular lead.